Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead has a history of high capture thresholds and high output settings. The lead was capped and replaced on (B)(6) 2017. There were no patient complications or adverse event due to the surgery. The patient was discharged to home the day of the surgery.